Event description:
It was reported that the atrial lead connector on the external pace generator was damaged and it was unable to hold the connector. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the customer comment that the atrial lead connector was damaged. Analysis did find that the lower case was damaged and contaminated, that the battery release, control knobs and the lead flex cover were contaminated, that both bail covers and the ring cover were broken, that the lead flex o-ring was damaged and not seeded correctly and that one printed circuit board flex was creased. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead connector on the external pace generator was damaged and it was unable to hold the connector. The generator was returned for service. No patient complications have been reported as a result of this event.